Event description:
The customer reported that while running coulter's hiv-1 p24 antigen assay, summit sample handler misread a sample barcode. No error message was given. As per the customer, no add'l details are available. No death or serious injury was associated with this event. The scanner is expected to be returned for evaluation. This report corresponds to ortho diagnostic systems complaint number 97-03706-07.